Manufacturer narrative:
(B)(4). Approximate age of device ¿ (B)(6). The event occurred at (B)(6). It was reported that the pump would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient demonstrated signs of hemolysis. The patient's lactate dehydrogenase level (ldh) increased to 2000 u/l and did not show signs of decreasing despite treatment with plavix, aspirin, warfarin, persantine and heparin. The patient's inr was 2.5 due to increased anticoagulants. Prior to the event, inr was controlled at around 2.0 but it reportedly once got to 3.0 two months prior. A CT scan showed suspected thrombosis in the proximal outflow graft. A ramp test was performed while increasing the pump speed from 8600 to 9800 rpm. The left ventricular diastolic diameter decreased from 4.4 cm to 4.0 cm. Thrombolytics were started on (B)(6) 2016 and the patient initially responded well. The patient's ldh level decreased and urine color became clearer. An echocardiogram on (B)(6) 2016 showed improvement of the heart; however, the patient had an intracranial hemorrhage a few hours later. Blood clots were removed with some positive response initially. Unfortunately, the patient's condition worsened and the patient passed away on (B)(6) 2016. No further information was provided.

Manufacturer narrative:
The report of suspected pump thrombosis could not be confirmed as the pump was not returned for evaluation. A correlation between the device and the reported increase in the patient's lactate dehydrogenase level, dark urine, and hemorrhagic stroke could not be conclusively determined. Device thrombosis, stroke, bleeding, and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.